Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure the generator, serial number (B)(4), melted the disposable then there was no output. Another generator was used, and then per the customer the activation was stuck on and displayed error 214. No further information was available.